Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had the motor arm cannot communicate with the main arm and software error detected. Blood glucose at the time of incident was 236 mg/dl. Customer reported that insulin pump alarmed that she needed a blood glucose and it says she has no insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode unit passed displacement test and self-test. Insulin pump was returned for pump errors. Format history file analysis confirmed pump errors due to software error. Unit was received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window.